Event description:
It was reported that the procedure was to treat a concentric de novo lesion with no tortuosity, mild calcification and 90% stenosis in the mid left anterior descending artery. A 2.25x15 mm tenku rx balloon dilatation catheter (bdc) was used for pre-dilatation but the balloon ruptured during the first inflation at 5 atmospheres. The bdc was removed and a 2.25x12 mm non-abbott bdc was used to successfully continue the procedure. There was no adverse patient effect. There was no reported clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by st. Jude medical (B)(4) although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Type and PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.